Event description:
It was reported patient underwent a rotator cuff repair procedure on an unknown date. Subsequently, cysts were found around the anchors. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "implantation of foreign materials can result in an inflammatory response or allergic reaction." The following sections could not be completed with the limited information provided. Date implanted - unknown. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-04401 / 04403).